Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a delaminated upstream occlusion (uso) seal. The test results of the volumetric delivery accuracy tests were within the standard range. The cause of the customer reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, updated software, performed downstream occlusion (dso)/uso calibration, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over-infusing. The issue was discovered during testing. There was no patient involvement.